Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not working properly. Two weeks later, the physician inspected the device and confirmed that there was a crack in the pump connecting tube. The ipp was replaced with a tactra penile prosthesis at the request of the patient. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Visual inspection of the cylinders found both cylinders had wear at folds at the distal and middle of the cylinder body. One cylinder had an additional fold at the proximal end of the cylinder. Both cylinders passed the leak testing. The reservoir was examined and wear was found at a fold on the reservoir shell, but the component passed the leak testing. Microscopic inspection of the pump found the tubing was cut down to pump block and failed the activation tests. The balloon did not pass the functional testing performed. Based on the information, the device operating out of product specifications could affect the product performance.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not working properly. Two weeks later, the physician inspected the device and confirmed that there was a crack in the pump connecting tube. The ipp was replaced with a tactra penile prosthesis at the request of the patient. There were no patient complications reported.